Manufacturer narrative:
(B)(4). Additional information = patient called animas back on (B)(6) 2012 and provided the cartridge lot # for the alleged complaint. Lot # is b201740.

Manufacturer narrative:
Device evaluation: the cartridge was not returned for investigation. A retain sample cartridge from lot # b201740 has been evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2012 the patient contacted animas alleging that she has had air bubbles in the cartridge for the past few weeks. While on the phone with animas customer support, the patient was able to prime out the air bubbles through the infusion set tubing. There were no reported blood glucose excursions as a result of the alleged malfunction. This complaint is being reported because the alleged air bubble issue was recurring and because air bubbles in the system may affect insulin delivery.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.